Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #3005099803-2013-00564 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient did not show up for her follow-up visit and the physician is not aware of any issues. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.